Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Equipment passed all tests. Customer already approved mixing pump replacement and requested it be replaced preventatively. Replaced mixing pump. Device passed testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the problem alarm 1(patient line open), alarm 2(low flow), alarm 11(patient temperature 1 below low patient alert) and it was during the procedure managed to complete the procedure without harm to the patient in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the problem alarm 1(patient line open), alarm 2(low flow), alarm 11(patient temperature 1 below low patient alert) and it was during the procedure managed to complete the procedure without harm to the patient in an arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Equipment passed all tests. Customer already approved mixing pump replacement and requested it be replaced preventatively. Replaced mixing pump. Device passed testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the problem alarm 1(patient line open), alarm 2(low flow), alarm 11(patient temperature 1 below low patient alert) and it was during the procedure managed to complete the procedure without harm to the patient in an arctic sun device.